Manufacturer narrative:
Analysis of programming history.

Event description:
Upon manufacturing review of patient's in-house programming history, it was noted that the patient's settings were 0ma/30hz/500pw/30sec on/3min off when interrogated at office visit on (B)(6) 2007 and there is no previous evidence that patient was programmed to 0 ma output current intentionally. The settings are indicative of an interrupted system diagnostic test. The physician re-programmed patient to intended settings. Attempts for further information cannot be made as it is unknown who the physician performing the programming was.